Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12622, 2017865-2021-12623. It was reported the asymptomatic patient presented in clinic with a pocket erosion and infection. The system was explanted with no issue. The patient was stable.